Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After stenting, a 3.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation but failed to cross the lesion due to calcification. The physician tried to inflate balloon three times for 16-18 seconds; however, during inflation at 17 atmospheres, the balloon ruptured. There were no pieces of balloon left inside the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded, and a pinhole in the balloon was located 9mm from the tip of the device. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After stenting, a 3.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation but failed to cross the lesion due to calcification. The physician tried to inflate balloon three times for 16-18 seconds; however, during inflation at 17 atmospheres, the balloon ruptured. There were no pieces of balloon left inside the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.